Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) approximately thirteen years post implant. The patient also reported pain and swelling of the right leg post implant, and anxiety related to the filter. According to the implant record the indication for the filter implant was lack of intravenous access and left common femoral deep vein thrombosis and impending right acetabular surgery. Multiple attempts at central venous access were unsuccessful, including an attempted right inferior jugular approach using seldinger technique. A right subclavian vein approach allowed good blood return and passage of the wire into the right atrium and placement of a central venous catheter (cvc). Percutaneous access of the groin was then made, and a wire and sheath introducer were placed in the distal inferior vena cava. Back flush of blood confirmed placement of the cvc in the inferior vena cava. An inferior venacavagram confirmed placement of the filter at the l3 vertebral body. The patient was then positioned for an orthopedic procedure of the right acetabulum. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Pain and swelling do not represent a device malfunction and may be related to the surgery that was performed on the right acetabulum. Additionally, anxiety does not constitute a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a preoperative diagnosis of left common femoral deep venous thrombosis (dvt) in addition to lack of intravenous access. The patient was prepped and draped in sterile fashion. Multiple attempts at central venous access were unsuccessful, including an attempted right inferior jugular approach using seldinger technique. A right subclavian vein approach allowed good blood return and passage of the wire into the right atrium and placement of a central venous catheter (cvc). Percutaneous access of the groin was then made, and a wire and sheath introducer were placed in the distal inferior vena cava. Back flush of blood confirmed placement of the cvc in the inferior vena cava. An inferior venacavagram confirmed placement of the filter at the l3 vertebral body. The patient was then positioned for an orthopedic procedure of the right acetabulum. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), becoming aware of these events approximately thirteen years after the filter implantation. The patient further asserts to have suffered pain and swelling of the right leg post implant, and experienced anxiety related to the filter.